Manufacturer narrative:
The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than usual. Unable to determine if the event is related to a device malfunction. Device has not been returned for analysis, a request for the device and add'l info has been made by ams. No conclusion can be drawn at this time.

Event description:
Info received indicates a (B) (6) male with priapism was implanted with a spectra malleable device, details were not indicated. On (B) (6) 2010, the spectra malleable device was removed and an ipp device was implanted because the "patient fear erosion.''